Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that fluids wouldn't drip from the bd¿ threaded lock cannula when it was connected during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "even after connecting to the threaded lock cannula, fluids didn't drip down."

Manufacturer narrative:
H.6. Investigation: four photos were received and evaluated. One loose and reportedly used and one sealed packaged threaded lock piece, confirmed to be from batch #9340417 (p/n 303369), were observed in the photos. The loose piece was from cavity 18. No damage and no obvious molding defects were observed in this piece based on the returned photos. The units were given to molding to perform an air water leak test, as an interlink connector is not present in the lab to perform testing on both sides of the device. No leakage was observed. Additionally, the molding department performed a visual examination of the devices and confirmed that no physical damage or molding defects were observed. A root cause cannot be confirmed in the absence of a confirmed defect. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that fluids wouldn't drip from the bd¿ threaded lock cannula when it was connected during use. The following information was provided by the initial reporter, translated from japanese to english: "even after connecting to the threaded lock cannula, fluids didn't drip down.".